Manufacturer narrative:
Final analysis found an insulation abrasion breaching outer insulation and exposing outer coil at 8.4 cm to 8.7 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission, the right ventricular exhibited noise. The patient had experienced syncopal events was brought into clinic, the noise was reproduced with isometrics. The lead was explanted and replaced. The patient was good post procedure.